Event description:
It was reported that this right atrial (ra) lead had a lead safety switch due to high out of range impedances greater than 3000 ohms. It was also noted that prior to the switch there were observations of noise being oversensed causing inappropriate atrial tachy response (atr) episodes. The lead remains in-service, and the plan was to test for noise in unipolar pacing/sensing. No adverse patient effects were reported.

Event description:
Additional information was received that this lead was explanted and replaced due to high out of range pacing impedances. No additional adverse patient effects were reported.